Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are folded over and adhered to the anterior surface by solution. The lens was cleaned with klrp for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The reported event was not observed. The lens was returned placed correctly in the case. No damage was observed. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens was damaged before implantation. There was no patient harm. The surgery was delayed by only one minute. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).